Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the other coil had migrated"), genital haemorrhage ("abnormal, heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 23-year-old female patient who had essure (batch no. B66024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 in 2014, anxiety in 2010, bipolar disorder in 2010, abdominal pain, depression and fatigue. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included hypersensitivity with depo-provera. Concurrent conditions included hypothyroidism, amenorrhea, dysfunctional uterine bleeding, anxiety, stress and change in sleep pattern. Concomitant products included aciclovir (acyclovir) since (b(6) 2015, aciclovir since (B)(6) 2015, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, citalopram hydrobromide since (B)(6) 2014, codeine phosphate;paracetamol (tylenol w/codeine no. 2) since may 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014, omeprazole since (B)(6) 2014, ondansetron (zofran) since (B)(6) 2015, progesterone since (B)(6) 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight increased ("weight gain/weight loss") and weight decreased ("weight gain/weight loss") and experienced the first episode of alopecia ("hair loss"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pelvic pain/pain") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In october 2014, the patient experienced anaemia ("began receiving treatment for anemia"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). In november 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), hypothyroidism ("hypothyroidism"), the second episode of alopecia ("hair loss"), fungal infection ("yeast infections"), dysmenorrhoea ("severe abnormal menstruation pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with vitamins nos and surgery. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, weight fluctuation, weight increased, weight decreased, hypothyroidism, the last episode of alopecia, anaemia, fatigue, fungal infection, cystitis, urinary tract infection, migraine, headache, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, back pain, vaginal infection, vaginal discharge, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, autoimmune disorder, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: conformation of tubal occlusion confirmed. On (B)(6) 2014, findings: normal uterus and fallopian tubes. 2 coils visible on micro-insert present in bilateral fallopian ostium. On (B)(6) 2014, the endometrial cavity appeared grossly normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; yeast infections and utis, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("the other coil had migrated"), genital haemorrhage ("abnormal, heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure (batch no. B66024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 in 2014, anxiety in 2010, bipolar disorder in 2010, abdominal pain, depression and fatigue. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included hypersensitivity with depo-provera. Concurrent conditions included hypothyroidism, amenorrhea, dysfunctional uterine bleeding, anxiety, stress and change in sleep pattern. Concomitant products included aciclovir (acyclovir [aciclovir]) since (B)(6) 2015, aciclovir (zovirax) since (B)(6) 2015, bupropion (wellbutrin) since (B)(6) 2015, citalopram hydrobromide since (B)(6) 2014, medroxyprogesterone (depo provera) from 6-feb-2014 to 12-sep-2014, omeprazole since (B)(6) 2014, ondansetron (zofran) since (B)(6) 2015, panadeine co (tylenol w/codeine no. 2) since (B)(6) 2014, progesterone since (B)(6) 2014 and sertraline (zoloft) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain/weight loss"), weight decreased ("weight gain/weight loss"), the first episode of alopecia ("hair loss"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pelvic pain/pain") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("began receiving treatment for anemia"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), hypothyroidism ("hypothyroidism"), the second episode of alopecia ("hair loss"), fungal infection ("yeast infections"), dysmenorrhoea ("severe abnormal menstruation pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with vitamins and surgery. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, weight fluctuation, weight increased, weight decreased, hypothyroidism, the last episode of alopecia, anaemia, fatigue, fungal infection, cystitis, urinary tract infection, migraine, headache, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, back pain, vaginal infection, vaginal discharge, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, autoimmune disorder, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: conformation of tubal occlusion confirmed on (B)(6) 2014, findings: normal uterus and fallopian tubes. Two coils visible on micro-insert present in bilateral fallopian ostium. On (B)(6) 2014, the endometrial cavity appeared grossly normal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "nickel allergy" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.